Manufacturer narrative:
On 7/29/2019, mentor received update on the reporter address; shaded plastic surgery associates (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was visually inspected and it was found with no apparent damage. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/8/2020, mentor became aware that unintentionally missed reporting the following: on 12/16/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/20/2019, additional information received indicated that the patient underwent bilateral removal and replacement as follow:right replaced with cat#:3505800bc, sn#:(B)(6), and left replaced with cat#:3505750bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/13/2019, additional information received indicated that the patient had the device removed on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent a primary breast augmentation with mentor memorygel 595cc silicone breast implants which the left side has issue with capsular contracture baker grade IV after implantation. The issue was confirmed by physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.